Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing the device did not pass the proximal occlusion test and alarmed with a check cassette error code; however, during verification testing at the service center the device proximal pressure sensor was found to have drifted out of calibration.

Manufacturer narrative:
During the proximal occlusion test at the service center the device alarmed check cassette p. Further testing found the device proximal pressure sensor had drifted out of calibration. This device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.